Event description:
Reporter stated customer had hypoglycemic symptoms (e.g. Eyes became big, could not talk) and customer's wife gave him "glucose." No test on the mobile system was reported at this time. Approximately 2 hours later, customer tested on the mobile system and the result was hi (result > 33.3 mmol/l). At this time, the customer still has signs of hypoglycemia. Due to this reading, an unspecified type and amount of insulin was administered. Approximately 30 minutes later, the customer tested on the mobile system again with a result of hi (result > 33.3 mmol/l). An unspecified type and amount of insulin was again taken. Approximately 10 - 15 minutes later, another test with the mobile system yielded a value of 23.6 mmol/l. Customer's condition was deteriorating and he was still experiencing hypoglycemic symptoms when he injected an unspecified type and amount of insulin again. At an unknown time later, customer began to hallucinate, was delirious and "all over the place". Customer's wife called the paramedics who arrived 10 - 15 minutes later. The paramedics treated the customer with "glucose" and oxygen and tested him with their meter and the result was 2.0 mmol/l. Customer was transported to the hospital. In the hospital, he was treated with "glucose and food." While in the hospital, the customer tested again on his mobile system and obtained a reading of 16.0 mmol/l. Customer was hospitalized for 3 - 4 hours. Customer has since recovered and is currently feeling fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.